Event description:
It was reported by the user site that prior to a 3dimensions patient exam on (B)(6) 2025, a clunky noise was heard from the tubehead when positioning for tomosynthesis (tomo). The user site reported that the machine tubehead was clunky when positioning for tomo. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed jerky and shaking c-arm motion. The fse observed that during verification of the eight vertical travel assembly bolts (vta), the fse found one bolt broken and four loose bolts. The fse tightened seven vta bolts but replaced the vta assembly due to the remaining broken bolt. The fse performed system checks, verification, and calibrations and confirmed that the jerking and staggering c-arm motion had ceased. The fse verified that the system is now operating according to manufacturer specifications. No further information is currently available.